Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni and ckmb results generated by the access 2 instrument. The erroneously elevated accu tni result was 2.78 ng/ml and the ckmb result was 24.9 ng/ml. These results (from sample a) were reported out of the lab. A new sample (b) was collected for accu tni and ckmb later in the morning and the results obtained were significantly lower than the previous test results from sample a. The accu tni result from sample b was 0.05 ng/ml and the ckmb result was 4.8 ng/ml. The customer retested sample a after obtaining the lower results from sample b. The repeated accu tni result was 0.06 ng/ml and the ckmb result was 2.1 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.